Event description:
It was reported that the pt experienced difficulty in sleeping, and had more pain than usual when the pump was working. The pump was removed and replaced. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4)